Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens+ (lal+, sn (B)(6), +20.0d) on (B)(6) 2024. Postoperatively, the patient underwent 2 light adjustments and no lock-in treatments. In addition, during the postoperative period, the patient was referred to a retina specialist and underwent anti-vascular endothelial growth factor (vegf) injections. On (B)(6) 2025, approximately 11 months after implantation, the lal+ was explanted due to blurred vision.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation and additional information. Updates to sections b5, b7 and h6.

Event description:
A site reported to rxsight that a bilateral patient was implanted with the light adjustable lens+ (lal+, sn (B)(6), +20.0d) in the right eye on (B)(6) 2024. Postoperatively, the patient's light treatment was delayed due to macular heme and undergoing anti-vascular endothelial growth factor (vegf) injections. The patient underwent 2 light adjustments and no lock-in treatments. The patient complained of blurry vision with ghost image. On (B)(6) 2025, approximately 11 months after implantation, the lal+ was explanted due to blurred vision and visual disturbance. After explantation and lens exchange with a monofocal iol, the patient's symptoms persisted with ghosting image at 4 to 5 feet. The treating physician indicated that ghosting is due to the patient's corneal astigmatism.